Event description:
Boston scientific received information that this right ventricular lead displayed noise on the pace/sense electrogram channel and high out of range impedance measurements. Threshold testing could not be performed due to the noise. It was thought this lead was fractured. The noise was reproduced by manipulating the subclaviular area. No noise was reproduced during pectoral myopotentials. A chest x-ray did not reveal an obvious fracture. Review of the arrhythmia log book revealed recent sustained noise episodes had occurred within the past few days. The patient with this lead is not pacemaker dependent. The therapy was programmed off and the patient remains hospitalized until a revision procedure is performed. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. This lead was successfully removed. The lead was cut during the procedure and no return is intended. At this time, there has been no replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When the revision procedure has been performed, this event will be updated.